Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: cib: ashleydept: onsiteissue: mid case just broke/please eval. [Update - sdc screen has blue and red vertical lines. It could no longer be operating. The video output disappeared as well. Full loss of image on primary monitor and a new tower was brought into the room.] The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be capture card failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.